Event description:
Pt and pt's mother stated that their intro kit only came with training pod and pdm controller, they said that the 10 additional pods that were supposed to be in the pack were not there. They didn't realize it was supposed to come with more than 1 pod until day supply issues came up. Confirmed that they are not stockpiling, nor did they have any issues with pods falling off prematurely that could have led to the refill too soon.